Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that for the first minute and a half you can hear a small leak from the gde (gas delivery engine). The leak only occurs during exhalation. Avea ventilator unit was calibrated to meet manufacture specifications and a performance test was performed for verification. Alarms were no longer active from this unit. The unit still perform to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has invalid gas ID and high fraction of inspired oxygen. At this time, there is no information regarding patient involvement associated with the reported event.